Event description:
Endoscopic retrieval bag device placed into one of the surgical ports and when surgical tech attempted to deploy the bag, deployment did not occur. Device was removed from patient and another device obtained. This surgical tech has used this device many times without issue. While another device was being obtained, the defective device was taken to the back table in the or where the surgical tech attempted to troubleshoot. During troubleshooting, the device came apart. No harm to patient. A separate device was obtained and used without problems. Lot# 1505460 and ref# cd003 and expiration: 2026-09-25.